Manufacturer narrative:
(B)(4). The manufacturing records could not be reviewed as the batch number is unknown. Summary: it was reported fixation feature breakage pre-op. Three empty labeled winding former and one suture of product were received for analysis. During the visual inspection of suture, body fluids on some barbs were noted and one side of the fixation tab was broken. In addition, the needle was not received for evaluation. Per the condition of the sample, it could not be determined what may have caused the reported incident to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.

Event description:
It was reported that the patient underwent a coronary artery bypass graft on (B)(6) 2020 and the barbed suture was used. During evaluation, body fluids on some barbs were noted and one side of the fixation tab was broken. There were no adverse consequences to the patient.